Event description:
It was reported to philips that the extra large internal paddles were not usable due to failing an operational check for defib functionality. There was no reported patient involvement/adverse patient impact.